Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: the patient presented with an aortic arch aneurysm and was treated with a gore® tag® conformable thoracic stent graft with active control system. Despite that it was stated that the device landed in the proximal landing zone where intended, it was also stated that the left carotid artery (lca) was unintentionally partially covered. It was also stated that no device issues occurred. Additionally a vessel to vessel bypass was performed during the procedure. The patient tolerated the procedure and no intervention is planned.

Event description:
The following was reported to gore: the patient presented with an aortic arch aneurysm and was treated with a gore® tag® conformable thoracic stent graft with active control system. Despite that it was stated that the device landed in the proximal landing zone where intended, it was also stated that the left carotid artery (lca) was unintentionally partially covered. It was also stated that no device issues occurred. Additionally a vessel to vessel bypass was performed during the procedure to perfuse the covered lca. It was mentioned that during exposure of the vessel, a bleeding occurred due to the fragile acute dissected vessel wall. The patient tolerated the procedure and no intervention is planned.

Manufacturer narrative:
B5: updated. H6: updated method code 1 and result code 1; added method code 3. Result code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
B5: updated, h6: updated conclusion code 1.

Event description:
The patient presented with an aortic arch aneurysm and was treated with a gore® tag® conformable thoracic stent graft with active control system in the proximal landing zone 2 with intentional coverage of the left subclavian artery (lsa). A left common carotid artery (lcca) to lsa bypass was performed as it was planned to cover the ostium of the lsa by the endoprostheses. It was mentioned that during the exposure of the vessel, a bleeding occurred (500 ml) due to the fragile acute dissected vessel wall and it was mentioned that no device issues occurred. Despite that it was mentioned that the device landed in the proximal landing zone where intended, it was stated that the lcca was unintentionally partially covered. The patient tolerated the procedure and no intervention is planned to treat the partial coverage of the lcca.